Manufacturer narrative:
The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information. Customer provided information of their reprocessing method. During pre-cleaning, suction is performed for all channels and rinsing is performed for the air water channel, auxiliary channel, balloon channel, and forceps elevator channel. Detergent used is aniosyme 5 synergy. During manual cleaning detergent used is anioxyde 1000. Disinfection is not performed. Brushing is performed for the instrument/suction channel, suction cylinder, instrument channel port, balloon channel, and distal/areas around the elevator. Model numbers of the brushes used ref. Rei-d03/20-18-180-ein. Disinfecting is not performed for manual cleaning. Automatic endoscopy reprocessor (aer) device is soluscope series 4. Detergent used with it is soluscope cln and disinfectant used is soluscope paa. The device is stored in a simple storage cabinet without drying functionality. Maintenance of the device is by olympus. Device is not sterilized.

Event description:
It as reported for this event by the customer, the device tested positive for microbes in two tests that were performed after reprocessing each time. The microbes found were klebsiella pneumaniae and pseudomona aeruginosa. There is no harm to any patient. The automatic endoscopy reprocessor (aer) tested negative for microbes.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Please see the updates in sections: b5, g3, g6, h2, h4, and h10.

Event description:
Addendum dec 21, 2022: customer performed a subsequent culture test after sterilization of the device with plasma gas. The results of the culture test were negative. Customer did not provide any details.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, because the user culture results were not shared, and because the subject device was not returned, the reported event could not be confirmed and a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.